Manufacturer narrative:
(B)(4). Device evaluation: this device was evaluated onsite at the facility by a baxter technician. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a battery issue. The root cause was determined to be depleted main batteries. The baxter repair technician replaced the batteries and harness to repair this issue. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Baxter's review of the device event history determined a battery depleted alarm caused an interruption of delivery. The user interface module master software version is 6.13.92, which is classified as remediated. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).